Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call possible over delivery alarm. Customer's blood glucose level was 3.9 mmol/l. Customer believed the insulin pump over delivered insulin while they experienced low blood glucose levels. Customer's current blood glucose level was 4.7 mmol/l. Customer advised the auto mode feature was active and automatically delivered insulin. The insulin pump will be returned for analysis.